Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for an unrelated issue. The patient experienced ventricular fibrillation and upon review of the episodes, the implantable cardioverter defibrillator exhibited undersensing resulting in prolonged time to therapy. It was noted that antitachycardia pacing was unsuccessful but eventually the patient received a shock that successfully converted the patient. It was suspected that the patient's unrelated health issues may have caused the undersensing. No device intervention was performed as the patient expired due to unrelated issues.